Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported something happened to the effect that their stimulation stopped completely, and their controller wouldn't turn on. Pt thought stim was not on and tried to use the controller to adjust/turn on stimulation, then realized the controller wouldn't power on. Pt tried resetting the controller and plugging into ac power to no avail. From 7am to the time pt called patient services, they let the controller charge and screen still wouldn't come on. Agent walked pt through removing the battery pack and plugged controller into ac power; pt confirmed controller screen came on. Pt inserted the battery and confirmed green light flashed on front of controller; controller was 0%, ins was 30%. Pt said they still weren't feeling stimulation ¿ agent instructed pt to go to home screen and they saw group b highlighted green, stim was on. Pt increased the stimulation and said they could feel stim. The troubleshooting steps that were taken on the call resolved the issue. Pt said on thursday morning they noticed they had pain but thought that was normal, as their pain fluctuates. Pt mentioned they could tell when stimulation was on when laying down ¿ felt in back/stomach, which they weren't feeling this morning before calling patient services.